Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right atrial (ra) lead triggered an alert for atrial lead noise over sensing. Furthermore, the atrial pacing impedance was high, out of range and a signal artifact monitoring event was recorded with respiratory rate trend termination algorithm. Different procedural and reprogramming suggestions were given for this system that remains in service. No adverse patient effects were reported.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right atrial (ra) lead triggered an alert for atrial lead noise over sensing. Furthermore, the atrial pacing impedance was high, out of range and a signal artifact monitoring event was recorded with respiratory rate trend termination algorithm. Also, the ra lead showed high capture thresholds. Different procedural and reprogramming suggestions were given for this system. At this time the ra lead has been explanted at a surgical intervention. No additional adverse patient effects were reported.